Manufacturer narrative:
A batch MDR is being submitted to represent all the samples on a given run. This will represent one event on a single device as per FDA guidance. No product problem or systemic issue was identified and the reason for the differences observed is sample handling as per customer indication. Cobas sars-cov-2 & influenza a/b qualitative assay for use on the cobas 5800/6800/8800 systems ce-ivd, catalog number 09446125190 and UDI (B)(4). Which is not yet available in the us. The similar assay currently available in the us under emergency use authorization is the cobas sars-cov-2 & influenza a/b qualitative assay for use on the cobas 6800/8800 systems (B)(4), product code: qlt). The product catalog number for the test (384t) is 09233474190 and the UDI is (B)(4). Facility name truncated due to character limit: (B)(6) medical association health management center.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from japan alleged discrepant results for 5 patient while using the cobas sars-cov-2 & influenza a/b nucleic acid test on the cobas 58/68/8800 systems. The alleged samples initially generated negative results with the cobas 8800. The same samples were repeated with another platform (takara bio pcr thermal cycler dice sars-cov-2 direct detection rt-qpcr kit) and the results were sars-cov-2 positive. The same 5 samples were repeated on the cobas 8800 and only 1 sample was sars-cov-2 positive. The same 5 samples were repeated once again on the cobas 8800 and all 5 samples were sars-cov-2 positive. The results were released. No harm was alleged. An investigation was conducted to evaluate the customer issue.